Event description:
Customer received result of 4.9 mmol/l on the aviva nano system, and a result of 9.2 mmol/l on the mobile system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device however the customer no longer has the test strips.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the suspect device used in the mobile system (lot number 278222, expiration date 08/31/2014). Reference medwatch report with patient identifier (B)(6) for the suspect device used in the aviva nano system. Will not be returned to manufacturer.